Event description:
A patient reported experiencing inaccurate low results with a surestep flexx meter. The patient's blood glucose results were 10 mg/dl vs. 118 lab. Tests were done within 11-20 minutes with a difference of 92%. Patient did not experience any adverse events. No futher information has been reported.